Event description:
While on site to investigate suppressed results and calibration failures for two modular chemistries on a unicel dxc 800 synchron system, a beckman coulter (bec) field service engineer (fse) found a leak from the instrument's sample probe wash collar. The leak was contained to the instrument. The fse was wearing proper personal protective equipment when the leak was found. There were no reports of direct contact with the leak or of injury as a result of the leak. The fse advised the customer to rerun patient samples from earlier in the day. The custom reran patient samples and alleged that erroneous sodium and potassium results were generated for one patient; the patient results were provided verbally. The erroneous results were reported out of the laboratory and patient treatment was not affected.

Manufacturer narrative:
The fse determined the cause of the leak was a defective collar wash valve. The valve was replaced to correct the leak, suppressed results, and calibration failures.